Event description:
It was reported that the patient had their device put in on (B)(6) 2014 for overactive bladder issues. The patient was not informed how to correctly use the stimulation and by the time they went back for their 3 week check-up they were in pain, had numbness in their right leg, and their toes were cramping up. It was then that the patient was told they had the stimulator turned up too high. The patient had it up as high as 3.9v to 4.5v and the nurse told them it should be set 0.5v to 1.9v and never any higher. The patient had talked to their manufacturer representative the day after surgery and they never discussed with the patient what strengths they should stay within. After 2 weeks the patient went back to work and their job was physical, bending and lifting in and out of a vehicle 60 or more times a day. The patient began to go downhill with their recovery and when they moved or rubbed an area a certain way they felt a shocking, screaming pain. It brought tears to their eyes in the incision area and then the patient got really sore in the area where the leads were implanted. The patient hurt in the center of their spine and their right hip after they were up on their leg for several hours. The patient filed for more time off hoping more rest would alleviate and heal the pain, but they were beginning to wonder after reading other posts. It had certainly helped with the patient's urgency problem, but had caused other issues that they were now dealing with. No outcome or interventions were reported regarding this event. Additional information could not be obtained at the time of the rep ort.  Should additional information be received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).